Event description:
A discordant, falsely elevated magnesium (mg) result and a discordant falsely low creatinine (crea) result were obtained on a dimension rxl max with hm instrument. The discordant results were not reported to the physician. The samples were repeated on the same instrument, resulting lower for mg and higher for crea. The corrected results were reported to the physician(s). The following day, the customer reported two additional discordant results on crea (sample ID (B)(6)) and high-density lipoprotein (ahdl) (sample ID (B)(6)). The samples were repeated on an unknown instrument, resulting higher for crea and lower for ahdl. It is unknown what the corrected results are or if any of the results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the sample metering syringe, reagent probes 1 and reagent probe 3 syringes, sample probe 1, reagent probe 1 (r1) and multiple pump panel tubing. The cse performed alignments and ran a system check, which passed. The customer successfully ran quality controls. The cse returned to the customer site and replaced the r1 arm and transducer, sample arm and sample conduit. The cse cleaned the photometer lens, performed alignments and passed a system check. The customer successfully ran quality controls. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.